Manufacturer narrative:
A ge representative evaluated the system and replaced both servo drives. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system is displaying motion errors. No patient injury was reported.